Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an unspecified sensing issue on the device. The event resolved itself with no intervention. The patient was stable with no consequences.